Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Customer reportedly received the following results on the compact plus system within 10 minutes: 18 mg/dl and 151 mg/dl. No adverse event reported. Requested return of the alleged device for evaluation.

Manufacturer narrative:
This correction is being sent to document that the code aneurysm was sent by mistake.